Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Customer's age and weight are unknown. The model # was not provided.

Event description:
The customer reported that some of her blood glucose readings were not being stored in the memory of a contour plus meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips was sent to the customer.